Event description:
Reference MDR #1219856-2010-00410 for the first event involving the same patient. It was reported that while in the cath lab the second intra-aortic balloon (iab) was prepped and the md inserted the second sheath into the patient; anatomical site is "unk." The md "tried to activate the hydrophilic coating, turn the catheter clockwise, pull vacuum." However, the insertion of the iab through the sheath was not possible. The membrane was unwrapping on the proximal side and the iab was stuck in the sheath." There was no reported patient death or injury. There was no medical or surgical intervention required. Reference MDR #1219856-2010-00412 for the third event involving the same patient.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available. (B)(4).